Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the etl process failed, and stations were on critical override mode. The technical support specialist dialed into the station and found that ds server report had high memory usage. The issue was then resolved using the knowledge article. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ es server, the etl process failed, and stations were on critical override mode. The customer reported that the user was able to remove the medication from another station and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this event.